Event description:
It was reported the patients ipgs became inoperable. As a result, both ipgs were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: b1 - product problem (e.g., defects/malfunctions) should have been left blank rather than selected.

Event description:
The patient's ipgs were explanted and replaced on (B)(6) 2024 resolving the issue.